Manufacturer narrative:
(B)(4).

Event description:
The patient reported that while in (B)(6), he had an (B)(6) while dexcom was having issues with (B)(6) and experienced a hypoglycemic event where his wife noticed that the patient was in trouble from (B)(6) and called 911 after she couldnt reach the patient. He stated that the police officer found the patient with a chocolate bar that he melted in the patient mouth, and the amr arrived and treated the patient with glucose.